Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging 40-75 mg/dl. The cause for low bg was unknown. Customer required assistance addressing low bg level with glucagon tablets and orange juice, and emergency services (ems) were called. The reported issue resolved prior to ems arriving. Recommendation was made to discuss diabetes management with customer¿s health care professional.